Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using two prostyle devices related to a transcatheter aortic valve implantation interventional procedure. Reportedly, the foot was unable to retract. This occurred with both prostyle devices and caused shearing of the artery [dissection]. An additional prostyle device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to close was not confirmed as the foot deployment and retraction were verified via manually opening and closing the lever with no resistance noted. The foot completely retracted. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to close and difficult to remove could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The subsequent treatment appear to be related to circumstances of the procedure. The patient effect of pseudoaneurysm is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: adverse event problem code 3160 removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique via a 9f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the foot was unable to retract and resistance was felt during removal. The device was repeatedly moved up and down, rotated, and removed manually. This occurred with two prostyle devices in a row, causing a pseudoaneurysm to form. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.